Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One catheter was returned for review and breakage was noted just below the oval disc of the silicone extension. Jagged edges were observed at the breakage site that may be related to a tensile force being applied to the catheter which resulted in the breakage. The most probable cause for the catheter breakage may be related to patient activity or movement. Since this complaint may be related to an event within the user environment, no corrective action will be taken at this time. All catheters undergo (100%) inspection during manufacturing. Catheters undergo tensile strength testing, flow, leak, and burst testing to ensure the integrity of the catheter, and its ability to endure use.

Event description:
PICC broke at the hub. No further notes were taken.